Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: medical device ¿ problem code corrected from "2900" to "1069".

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 11/30/2023. Photographs were provided by the account. A photographic inspection was conducted. Two extension cables are visible in the photographs. Signs of clinical use and no evidence of blood were observed on the devices. One of the collars of each of the extension cables was observed to be separated from the cable, exposing the inner wiring. The other collars on each extension cable were observed to be intact, with no visual defects observed. An investigation was conducted on 12/07/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed on the device. One of the collars of the extension cable was observed to be separated from the cable, exposing the inner wiring. The other collar was observed to be intact, with no visual defects observed. Based on the photographic inspection, returned condition of the device, as well as the evaluation results, the reported failure "break" was confirmed. The reported device is an OEM device, therefore, a lot history review was not applicable. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, poor durability of hemopro2 extension cable as the connectors has dislodged and unable to fix back. Another cable was used to complete the case. No delay. No harm.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.